Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina and a positive functional study. During the index procedure one resolute integrity des was implanted in the mid lad. On the same day, the patient had a suspect mi. The cec adjudicated term is non q wave mi. The patient had elevated troponin but no symptoms. The patient was discharged in stable condition. The patient recovered. The investigator reported that the event is not related to the index device or anti platelet medication.